Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had two no delivery alarms during priming. Blood glucose level at the time of the incident was over 600 mg/dl. Blood glucose level at the time of the call was 465 mg/dl. The customer also reported that he had recently been having trouble keeping his blood glucose levels up and was in the range of 60 mg/dl the day before the call. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump will not be replaced or returned for analysis.